Event description:
It was reported to tyco healthcare/kendall on july 21, 2006, that a customer had a problem with a foley catheter. The customer stated when they tried to pull the balloon out of the pt, they could not take water out of the balloon. However, they could take the balloon out of the pt eventually. They had used it for 8 days.